Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported minimal pain relief. Reprogramming was performed. A magnetic resonance imagery (MRI) revealed the progression of adjacent segment disease (asd). The scs was explanted with anticipated spine surgery for the asd expected.

Manufacturer narrative:
The cls was returned and passed all functional testing. There were no reported allegations against the device. The cause of the minimal pain relief could not be definitively established, but may be linked with the patient¿s progressing condition or it is possible that the patient was a low-responder to scs therapy. The risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation, requiring surgery (including revision, explant, and replacement) as a result as listed in evoke scs system surgical guide.